Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the returned product identified signs of use and wear along the threads and hex feature, likely from the re-tightening or removal process. However, functional testing to recreate the reported event could not be performed due to the nature of the device & complaint (loosening). Additionally, the complaint description suggests the reported device was re-visited/re-tightened after the first reported loosening event (may 6), which goes against the product's single-use designation and the referenced IFU warnings. The reported device was located on tooth # 30 and was used for 1 month. Documents reviewed: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) & biomet 3i restorative manual (instrm rev b 10/15) information identified: warnings, precautions and potential adverse events. Documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16 information identified: torque matrix - internal connection. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and one related complaints for this product lot was identified. Complainant reported, that the screw kept loosening after several appointment applying 20ncm of torque between (B)(6) 2019 and (B)(6) 2019. The reported event is could not be verified because the event cannot be recreated as testing or measurement analysis cannot be completed for loosening. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, lot number, and UDI. D10: device available for evaluation change ¿no' to 'yes.' G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Device will not be returned to manufacturer.

Event description:
It was reported that the iunihg screw loosened.